Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 297mg/dl on the customer's meter and 101mg/dl on professional meter. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.